Event description:
As part of a legal discovery activity, on (B)(4) 2015, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy with bilateral salpingo-oophorectomy isi was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department. The risk occurrence report indicated that during the surgical procedure, the certified registered nurse anesthetist(crna) noted that the patient's foley catheter contained a small amount of blood. The hospital's urologist was consulted and upon examination of the patient's bilateral ureters, he discovered that the middle of the patient's bladder wall was weak. The urologist placed a stitch to the affected area. According to the information in the risk occurrence report, there was no harm to the patient and the patient was in stable condition. No additional information regarding the reported event was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of patient's weak bladder. It is also unclear as to why the urologist placed a stitch on the patient bladder. Isi has made several attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have likely caused or contributed to the injury sustained by the patient. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, it was discovered that the patient's bladder was weak, requiring repair of the affected area.